Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated insulin pump was under delivering insulin. Customer reported high blood glucose. Blood glucose reading was 309 mg/dl. Customer had treated high blood glucose with insulin pump and manual injection or insulin pen. Troubleshooting was performed. Customer reported infusion set had bent cannula. Customer had been using insulin pump within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The device will not be returned for analysis.